Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of no image displayed could not be identified. However, it's likely the cause is related to a connection problem with the light source cable or the light source cable being faulty. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, at the end of a endobronchial ultrasound (ebus) procedure, the monitor went blank and no image was displayed on the evis exera iii video system center. The procedure was completed with using the same device. There was no delay reported during the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. The nbi function was greyed out. Tac had the customer shut the devices down and reseat the light source cables. Once the customer reseated those cables and powered back up, the image displayed right away. Next, tac had the customer to turn the df device setting off in the user setup because there was no df in place. Tac also helped the customer to configure the scope switch buttons. The customer also had a grey image for pip and had to toggle the input select. The customer just got a loaner in and needed help setting it up. Went through various settings and made some changes to match the customer's needs. All issues have been resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.